Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post emergency coronary artery bypass grafting (CABG) procedure, the patient underwent a sternal debridement and electrode explant due to an infection. The subcutaneous implantable cardioverter defibrillator (s-ICD) remained in service, as the pocket was not infected. A new electrode will be placed once the infection clears. No additional adverse patient effects were reported.